Event description:
The customer stated that he was hospitalized with a blood glucose reading of 20 mg/dl. Troubleshooting was performed. The insulin pump was programmed and reading the reservoir volume correctly. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.